Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patients left eye (os) in (B)(6) 2022. The patient experienced lens rotation. Reportedly "both her icls have rotated off axis - her right icl rotated almost immediately - but was near max power correction and patient was happy with va. There is also now regression noted as well (very highly myopic pre-op) and the left icl recently rotated too". The lens remains implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -17.00/1.0/022 (sphere/cylinder/axis) into the patients left eye (os) in (B)(6) 2022. The patient experienced product conformity- "icl rotated off the axis". Reportedly "both her icls have rotated off axis - her right icl rotated almost immediately - but was near max power correction and patient was happy with va. There is also now regression noted as well (very highly myopic pre-op". The lens remains implanted. The reporter indicated the cause of the event was the device and the device failed to perform as intended. Cause details provided: "icl rotation- used recommended sizing from starr calculations". H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#(B)(4).